Event description:
The physician found the distal lumen line and hub were separated. No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 4-l cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. The catheter appeared intentionally cut. Visual analysis revealed that the distal luer hub had become separated from its extension line. The luer hub was not returned for analysis. Microscopic examination revealed that the separation at the extension line was rough and jagged. The catheter body length from the juncture hub to the tip measured 125 mm which is not within the specification limits of 207-227 mm per the catheter graphic. This indicates that 82-112 mm of the catheter were cut off and not returned for analysis. The distal extension line outer diameter measured 2.134 mm which is within the specification limits of 2.13 - 2.21 mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 0.058" which is within the specification limits of 0.0559-0.059" per the distal extension line extrusion graphic. This indicates that the distal extension line had a wall thickness within specification. The catheter was functionally testing per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." A lab inventory syringe filled with water was attached to the remaining extension lines and flushed. All lines flushed as expected. A manual tug test confirmed that the proximal luer hub and both medial luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a luer hub/extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had become separated from its extension line. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the separated luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The physician found the distal lumen line and hub were separated. No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.